Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 121mg/dl. The customer's most current level was 181mg/dl. The customer states they never went low, but went to the hospital as precaution. The customer's alarm history showed the presence of no delivery and bad battery alarms. The customer states the pump does not alarm anymore. The customer was advised the pump would be replaced and returned for analysis based on over infusion of insulin and history anomaly.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. No 53 units noted in bolus history screen. No history anomaly was noted. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. The insulin pump received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump passed the displacement accuracy test.